Event description:
It was reported that the patient was hospitalized with a blood glucose level of hi and diagnosed with diabetic ketoacidosis on two occasions. During the first incident the patient was having a heart attack caused by "cardiopathy". The patient alleged that the cause of the elevated blood glucose levels was due to inaccurate delivery of insulin via her infusion device. In both incidents the patient was treated with an IV of insulin. Troubleshooting with a company representative did not reveal any issues with the device. The patient has continued to use the device and her blood glucose levels have been normal. No product was requested to be returned.

Manufacturer narrative:
The event occurred in (B)(6). No product was requested.